Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and may be diabetic ketoacidosis on unknown date with blood glucose of 867 mg/dl. The customer also stated that they had symptoms like vomiting. The customer was treated with floods through intravenous, insulin drip then manual injection. The customer also stated that they did allege insulin pump was under delivering. Customer had been off the insulin pump thursday when they admitted customer in the hospital. The insulin pump and reservoir will not be returned for analysis.